Event description:
During tibial registration, the pointer became stuck in a ridge. The surgeon removed the pointer and the tip broke off and remained in the patient bone. The surgeon resected the proximal tibia in order to remove the tip. It was reported that excessive force may have been used while using the pointer.

Manufacturer narrative:
The device was returned for eval. Hardening tests of the instrument material revealed the material to be within spec. It was reported that the surgeon used a lot of force while using the instrument. The instructions for use caution against applying physical impact to the pointer as this may cause product damage.